Manufacturer narrative:
Expiration date 05/2020. Manufacture date: 06/2015. Based on the available information, this event is deemed to be a malfunction. A batch record indicated no non-conformances or deviations related to this complaint issue. The batch record review resulted in a discrepancy, the investigation concludes the likely root cause for the issue "stop flow between patient and chamber of unometer product" cannot be identified on the base of information received. No corrective actions are required at this time and the investigation will be closed. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date, should additional information become available a follow-up report will be submitted. Reported to the FDA on: june 14, 2016. (B)(4).

Event description:
Information received from a healthcare professional indicated that urine does not pass through the anti- reflux valve of the unometer into the collection chamber without manual help. The initial reporter was unable to provide the specific number of devices or patients impacted. No patient harm was reported as a result of this complaint.

Manufacturer narrative:
This supplemental report is being submitted to correct and update usage of device and report source as (user facility) was checked in error when submitted on the initial MDR, MFR report# 3007966929-2016-00040 on (B)(4) 2016. This report is to further clarify, that there was a discrepancy found during a previous associated investigation, which is closed. Sterilization was performed in accordance with parameters. The batch was released according to requirements. The batch record for this reported event did not reveal any discrepancies/deviations that were related to the complaint issue. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on september 08, 2016. (B)(4).